Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set patch did not stick to skin upon insertion, which cause the patient blood glucose elevated to 300 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.